Event description:
Had hernia surgery on (B)(6) 2008. Had a 6" x 8" mesh placed. Ever since the surgery, I've had pain. In the last few months it has gotten worse. It feels like someone is ripping my insides out or like I'm getting poked inside by a ton of needles in my abdomen.